Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels in the mid 50s (mg/dl) for the past three days. Juice, soda and candy were consumed to address bg levels. Reportedly, the customer is taking stressful classes and attributed this to their low bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.